Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an af ablation, the patient received several inappropriate therapies due to noise signals. It was also reported that the right ventricular lead impedance was high. The lead was capped and replaced. The patient is in stable condition.